Event description:
It was reported that predilatation was performed on the lesion prior to the attempt to stent. The lesion was located in a heavily tortuous, heavily calcified mid to distal right coronary artery that was 99% stenosed. Slight resistance was felt during advancement and the stent delivery system (sds) would not cross the severely calcified lesion. Resistance was also felt during removal of the sds from the patient, which resulted in the stent implant dislodging from the balloon into the anatomy. A snare device was used to capture the dislodged stent implant successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: extreme, guide cath: launcher 7f jr4st. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for resistance/difficulty removing from the anatomy or stent dislodgement for this lot. Based on the information reviewed, there is no evidence to suggest a product deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.